Event description:
It was reported that during preparation of this device for a cardiopulmonary bypass procedure, the cardioplegia (cpg) h2o button was not functional. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint is not confirmed. Diligence was unable to obtain product for further analysis. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.